Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated non-boston scientific left ventricular (lv) lead experienced diaphragmatic stimulation from the lv pacing. The clinician was not able to program the lead to another vector to avoid the stimulation. The lv pacing output was decreased to where the patient could no longer feel it. It was also noted this patient was in atrial fibrillation (af). Technical services discussed with subthreshold pacing outputs, they will continue to see the lv markers. The device would have to be programmed to vvi or ddi to stop seeing lv markers. It was also discussed that with the patient's af, lv pacing would still occur during atrial tachy response (atr) episodes. The lead remains implanted but not in use. No adverse patient effects were reported.